Manufacturer narrative:
The reported issue was confirmed. Per picture attached the lubricating gel syringe was opened and solid. No physical sample was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Other text : received photo only.

Event description:
It was reported that, upon opening a sure step foley tray, the lubricating gel syringe was open and had solidified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, upon opening a sure step foley tray, the lubricating gel syringe was open and had solidified.